Event description:
Additional information received indicated that the patient's right ventricular (rv) lead had exhibited noise oversensing. Programing changes were made to resolve the issue. The patient was stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was reported. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.